Event description:
The pt was implanted with a left ventricular assist device (lvad). The vad coordinator reported that the pt was admitted due to sepsis followed by hemolysis, renal failure and systolic dysfunction. The pt ultimately expired while in palliative care. According to the info provided to the MFR, the hosp did not know whether the sepsis led to thrombus development in the lvad or whether there was thrombus in the pump prior to the infection.

Manufacturer narrative:
The lvad was explanted and disposed of by the hosp. The user facility reports (initial and f/u# (B)(4)) were received from the (B)(4). No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.